Event description:
It was reported that the intra-aortic balloon (iab) was propped per instruction. The sheath was inserted via the femoral artery. The iab was removed from the tray and when it was being inserted into the sheath, it began to unwrap. The md removed the sheath and the iab as one unit. Reference medwatch 1219856-2008-00531 for the second event involving the same patient.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.